Event description:
Caller reported a malfunction alarm on the pump, which was identified as a software error. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Technical support assisted the caller with resetting the pump, and the malfunction did not recur afterward. The customer was able to continue using the pump and was informed to contact support if any future issues occurred.